Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer reported that the aware date has been changed to (b)(64) 2018. The customer's blood glucose were regularly over 700 mg/dl. Customer's name has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose levels was over 700 mg/dl. Customer reported that they were not connected to the insulin pump due to high blood glucose.  Troubleshooting was not done at the time of the call. The insulin pump will not be returned for analysis.